Event description:
In 2004 (exact date not given), the pt reportedly fell down hitting the implant side on a marble step. No info was provided for device testing performed. In 2005, the pt was implanted on the contralateral side with another advanced bionics cochlear implant. To date, surgery has not been scheduled to explant the pt's c1 device.